Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received from a foreign healthcare professional (hcp) via a daiichi manufacturer representative (rep). The daiichi form was updated on (B)(6) 2016. The update states that it was thought that the main cause of the event was the sepsis that developed after the itb surgery, but it was also conceivable that the patient's general condition was not good from the beginning.

Manufacturer narrative:
Outcomes attributed to adverse events updated. Death and intervention required no longer apply to the event. The patient death is no longer a reportable event, as it was deemed unrelated to the device or therapy by the attending physician. (B)(4) no longer apply to the event. (B)(4) was updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) indicated the sepsis onset date was reported as (B)(6) 2016, the patient was treated with maxipime. The causality was reported as unrelated to the investigational drug, pump, catheter, programmer, and surgical procedure. It was noted the patient experienced a fever on (B)(6) 2016. The issue was considered related to sepsis from aspiration pneumonia. The administered antibiotic did not work and the patient died. The attending physician indicated there was no direct causal relationship between the intrathecal baclofen therapy (itb) and the infection. However, there was a high risk as the patient was with low activities of daily living (adl) and developed aspiration pneumonitis repeatedly. It was noted that patients who consider itb therapy often have similar risk.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n0608570002, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a user facility regarding a patient who received gabalon baclofen (unknown concentration, 50mcg/day; simple continuous) in an implantable pump for lewy body degeneration. Following pump implant on (B)(6) 2016, a systemic infection occurred (sepsis) and the patient died on an unknown date. The pump was explanted on (B)(6) 2016. It was stated the death was unrelated to the investigational drug. The operation was considered to be the cause of the patient death. However, it was also reported there was a possibility the patient whole body condition was "not good." The manufacturer representative had an appointment with the hcp on 28-oct-2016 to obtain further information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.